Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that the device was removed when the leaked was noticed. Please note: there were two (2) units of the same batch were used and both had the same problem; therefore, a separate FDA form 3500a has been generated to address the other case reported under pt identifier#: (B)(6). No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow up report will be submitted. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Manufacturer narrative:
Additional information was received on 08/11/2015. Third party MFR reviewed the routers used to manufacture lot #13vm527147 and no deviations or discrepancies were noted. It was determined the lot was manufactured without incident. The retained samples for this lot were inspected and were found to be functional and non-defective. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It is reported that the flexi seal device presented leaks of water from the hose which fills retention balloon, two (2) units of the same batch were used and both had the same problem. It is also reported that both were removed from the pt when the leak was found, and the product was in use for one (1) day before the incident occurred.